Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the patient would feel a fluttering in the chest. The fluttering would stop once the healthcare professional place the programmer head on the patient chest. Reprogramming was done, which resolved the stimulation. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.